Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired seven days later as a result of exposure to naturalyte and/or granuflo administered during dialysis treatment.